Event description:
It was reported that an interlink non-dehp y-type catheter extension set had the male luer separated from the tubing. This issue occurred during infusion. There was patient involvement; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified that the male luer lock adapter was separated from the tubing, confirming the reported condition. A solvent ring was identified on the tubing. The cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.